Manufacturer narrative:
(B)(4). D10: associated medical devices: oxf twin-peg cmntd fem md PMA; item#: 161469; lot#: 67606930. Oxf uni tib tray sz d lm PMA; item#: 154724; lot#: 66951159. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one day after implantation, the patient underwent a knee revision surgery due to subluxation/dislocation of the bearing implant. During the revision, the polyethylene bearing was exchanged for a thicker size. Attempts have been made and no further information has been provided.